Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy and their system was unable to enter MRI mode. Troubleshooting revealed high impedances on the left lead. Additionally, the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead and ipg was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.